Event description:
Hill-rom received a report from a user facility stating, "brakes not working properly, bed still rolls when brake is set". There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found that both brake and steer casters were not working properly. He replaced and the brake and steer casters and the bed functioned as expected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.